Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that implantable cardioverter-defibrillator was exposed through the epidermal layer of skin. No redness but traces of drainage were apparent under the tegaderm dressing that had been applied in the office. The wound was cleaned with betadine and flushed copiously with antibiotic solution. The device was electively explanted and replaced due to contamination. The new device was implanted demonstrating normal sensing, thresholds, and impedances. The patient experienced discomfort at pocket site prior to the produce but was stable during and after the procedure.